Manufacturer narrative:
It was reported that the flare of the stent did not expand and the delivery system could not be retracted. After removal of the delivery system somehow, there was no expansion of the stent flare. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based on the description "luminal-gastric tulip does not open, introducer cannot be retracted" and "no deployment of gastric tulip/end even after removal of introducer", it is considered the flare of the stent expanded slowly after deployment during the procedure due to the condition and pressure of the patient's lesion and other factors, so the doctor judged stent expansion failure. It is considered the user tried recapture to remove the stent, but failed, resulting in the delivery system not being able to be removed from the endoscope. After that, it is considered the delivery system was removed somehow, but it is assumed the flare of the stent did not expand temporarily after removal of the delivery system due to the environment at the time of the procedure. This device is not able to recapture. Taewoong medical's devices that are able to recapture are labeled " reconstrainable " on the box and attached tag. In addition, through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis.

Event description:
Insertion of hepatico-gastrostomy via eus transgastrally; luminal-gastric tulip does not open; introducer cannot be retracted; second endoscope needed to resolve situation; no deployment of gastric tulip/end even after removal of introducer.